Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her body was not absorbing insulin and they were experiencing high blood glucose. The customer had contacted their health care professional and was advised to hang tight that the health care professional would come up with something but she never heard anything back. The customer¿s blood glucose level during the incident was 500 mg/dl. The customer¿s current blood glucose level was 205 mg/dl. The customer was treating their blood glucose by using her friend¿s insulin. The device will not be returned for analysis.